Manufacturer narrative:
(B)(4). Batch # r57x7z. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the leak? If yes, please describe.

Event description:
It was reported that during an unknown procedure, at the time of rejoining the colon the registrar fired the circular stapler and after removing the gun the tissue rings were fully formed, however then when the leak test was performed is was noted there was a leak. Opened a competitive device to transect leak and then re joined with another like circular stapler. When the consultant questioned the registrar whether she heard the crunch she later said no.